Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. However as the issue could be intermitted the control panel and the flow sensor were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a centrifugal pump system with tubing clamp stopped showing the liters per minute during the procedure. The customer reported that he replaced the flow probe without success. However after the device was restarted the reported failure did not reoccur. There was no report of patient injury.

Manufacturer narrative:
The control panel and flow board were returned to livanova (B)(4) for further investigation. Visual inspection did not identify any issues and the reported error could not be reproduced during evaluation. Each component was tested individually and then together with passing results in all scenarios. The devices worked according the specification. As the issue could not be reproduced, a root cause was not determined.